Event description:
Approximately one month post implant of the implantable pulse generator (ipg) system, the patient experienced pocket infection. The patient also had redness. The ipg system was explanted. A temporary lead was implanted via internal jugular vein and connected to the patient's explanted ipg which was taped to their neck as they are pacemaker dependent. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).